Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative a leadless implantable pulse generator (ipg) exhibited high thresholds during attempts to implant it. The leadless ipg was removed and replaced.  No patient complications have been reported as a result of this event.